Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were having high blood glucose of 422 mg/dl at the time of call and treated by bolus. The customer reported that the insulin pump was not working. Troubleshooting was done. The insulin pump came on after battery change. The insulin pump will not be returned for analysis.